Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had dislodged due to the patient flailing his arms post- procedure while in the hospital. A revision procedure was performed and the physician made the decision to take the atrial lead out completely and not put a new one in due to the patient¿s mental status and likelihood that it will dislodge again. No additional adverse patient effects were reported.